Manufacturer narrative:
Visual inspection of the cup terminal performed by the r&d project manager on 03 dec 2015: the threaded part of the terminal is disconnected from the instrument. This breakage may be caused by excessive bending load during impaction of the cup, presumably due to a repositioning of the cup. The instrument can not be used for this purpose. Batch review performed on 11 december 2015: lot 1310499: (B)(6) items manufactured and released on 02 july 2013. No anomalies found related to the problem and no similar cases reported on the same lot. Impact acetabular shell ø58 two-holes code 01.32.158dh lot. 133673 ((B)(4)): (B)(4) items manufactured and released on 13 january 2014. Expiration date: 2018--11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery the surgeon used a cup impactor terminal to insert the impact cup. After removing the cup impactor terminal the surgeon noticed that the treaded portion of the impactor terminal was still screwed into the cup. The surgeon was able to grasp the portion of the terminal that remained in the cup and unscrewed it using needle holders. The surgeon used a secondary impactor to complete the placement of the cup. The surgery was completed successfully. There are no x-rays the impactor will be returned

Manufacturer narrative:
On 10 february 2016, it was prepared a final report with the information already submitted in the initial report. On 22 february 2016, the report was sent to the initial reporter and the case was closed.